Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, noise and low impedance were observed. Insulation breach due to subclavian crush syndrome was noted. The lead was explanted and replaced. Patient was asymptomatic and was fine before, during and after the procedure.

Manufacturer narrative:
Correction: the initial MDR reported patient code: (B)(4) - no known impact or consequence to patient. The correct code to supersede the initial patient code should be (B)(4) dizziness.

Event description:
New information received indicated that patient was symptomatic with dizziness when presented to the clinic.

Manufacturer narrative:
The reported events of oversensing, noise, low lead impedance and insulation breach due to subclavian crush were confirmed. A complete lead measuring 52.0cm was returned for analysis in one piece. Visual inspection revealed clavicular crush breaching the outer insulation was found at 28.2 ¿ 28.6 cm from the connector pin. The cause of reported event was due to insulation damage which was consistent with clavicle crush.